Event description:
Customer reported via phone call, she was attempting to bolus and when she was inserting her carbs in the insulin pump, the numbers kept scrolling. Customer's blood glucose was 137 mg/dl. Troubleshooting was performed. Customer didn't recall any issues which may have caused the issue. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump would need to be replaced. She agreed to return the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. The insulin pump has cracked case at the display window corners, reservoir tube lip, battery tube threads and with minor scratched display window.